Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump had a "beltslip" error message. The roller pump was being used as a cardioplegia pump. The surgical procedure was completed successfully. There was a one minute delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(4) 2014: the perfusionist (ccp) stated this roller pump was being used for cardioplegia and the ccp was using an 8:1 cardioplegia kit in the pump. There were no issues with the pump, including setting occlusion, during set-up, and priming. During delivery of the initial dose of cardioplegia, the ccp observed both underspeed and beltslip messages on this roller pump. The pump speed seemed to slow down and then return to the set speed. The ccp stopped the pump and opened the pump lid and inspected the tubing placement. She then loosened the occlusion slightly, re-started the pump and she completed the dose. The ccp estimated there was a delay of about thirty seconds in the cardioplegia delivery of this dose, but this did not delay the surgical procedure.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00919. During one of the maintenance doses of cardioplegia, again an underspeed and beltslip messages were displayed. The pump never stopped, but would slow down a little. The dose was completed with a delay of ten to fifteen seconds of the cardioplegia dose, but did not delay the surgical procedure. During this dose, again underspeed and beltslip messages were displayed and the pump speed would slow down intermittently. Adjusting occlusion did not change the intermittent slowing down of the pump speed and delivery of this last dose was delayed. This also delayed the surgical procedure, as the cv surgeon was waiting for the dose to be completed before he removed the aortic cross-clamp. With about 2/3 of the planned dose delivered, the cv surgeon elected to stop the dose and he removed the clamp. The estimated delay in the surgical procedure was about one minute. The patient was able to be weaned from cpb, without issue. The case was completed successfully with a 1 minute delay in the surgical procedure. There was no associated blood loss. There was no harm observed or reported.